Event description:
Both drills were broken during case. First drill broke whilst drilling lateral calcaneal screw when dense bone of calcaneus was encountered. Drill bit broke approx 2cm above the start of cutting flutes and broken tip was retrieved by surgeon. Surgeon said his technique during proximal screw drilling may have weakened the drill. The 2nd drill was broken this time just above the start of the cutting flutes whilst drilling posterior calcaneal screw. Broke tip was retrieved, in discussion with surgeon, agreed that it was caused by excessive bending force being placed on the drill bit as technique employed did not elevate the lower limb to the height required and surgeon was essentially reaching around to perform drilling. Another...

Manufacturer narrative:
Device was discarded by the hospital. If additional info is received it will be reported on a supplemental report.